Event description:
The instrument is cracked.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states procedure; attune tkr. All these pieces were noticed to have cracks in the plastic during a routine inspection by cssd post use. Case went without problems. No delay. No adverse event. No products were returned for inspection hence the complaint cannot be confirmed. With regard to the attune mes sizing/rot gde, a material change has already been implemented to a more crack resistant material. With regard to the attune adj tib stylus and attune em tibial ankle clamp there have been no other complaints received for cracking of the material. With regard to attune shim and attune conv shim previously a pra was held with regard to the devices cracking .it was determined that there is no additional patient risk, corrective action is not indicated. Continue to monitor via sep-419. The complaint shall be closed with an undetermined conclusion; entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.